Event description:
The patient's left axillary vein was accessed, a wire was inserted and the 8f safesheath was introduced over the wire. The st jude lead (unclear whether pacing lead or defibrillator lead) was inserted via the safesheath and the physician attempted to "peel-away" the sheath leaving the lead in place. The safesheath did not completely peel, from the proximal end to the distal tip, but instead separated approximately 5cm proximal of the distal tip. The electrophysiologist had to cut the remaining sheath, with surgical scissors, in order to "free" the lead from the sheath- - the lead was not damaged.